Event description:
I was reported to osteosynthesis kiel, that a nail broke.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If relevant information becomes available, it will be reported on a supplemental report.